Event description:
Caller stated bg meter has been set to mmol/l for past 7 months. Caller believed readings were in normal range, so did not take insulin. Reading taken in 2001 was 317 mg/dl. Caller recently had casts put on both legs as the result of injuries that are diabetes-related. No further action planned.